Event description:
It was reported that the cartridge was damaged at the cartridge pigtail interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level. Caller was able to change cartridge and resume insulin therapy successfully. Cts to replace cartridge via RMA. Caller acknowledged and understood.